Event description:
It was reported that subsequent to a stenting treatment procedure stent thrombosis occurred. The target lesion being treated was located at the bifurcation of the left anterior descending (lad) and the left circumflex (lcx) arteries. Predilation was performed with a 3.00x15mm quantum maverick balloon catheter. A 3.50x38mm non-bsc stent was implanted in the lad. A 3.00x24mm promus element plus was then advanced and deployed in the lcx. The stents were deployed in a kissing technique and extending into the left main coronary artery. Ivus was performed using a non-bsc catheter showing good results. The patient left the cardiac catheterization lab (ccl) without complications. A short time later, the patient experienced chest pain and was brought back to the ccl. Angiography was performed revealing a 100% occlusion of the lcx and thrombosis was diagnosed. A 2.50x20mm non-bsc balloon catheter and a 2.75x20mm non-bsc balloon catheter were advanced to the lcx and lad respectively. Multiple kissing balloon inflations were performed. The occluded artery was reopened and normal timi flow returned. The patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).